Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a query of the complaint handling database for the reported lot revealed no similar complaints reported from this lot.in the absence of device returned for analysis a conclusive cause for the reported failure to achieve hemostasis could not be determined. The subsequent medical intervention appears to be related to procedural circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using two proglide devices with a 7f sheath after a percutaneous cardiovascular intervention procedure. Reportedly, there was no suture present when the needle plunger was removed after deployment of the first proglide device. Another proglide was deployed successfully; however, hemostasis was not achieved. Manual arterial compression was applied for about 24 hours (due to physicians preference) to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.